Manufacturer narrative:
Device evaluation summary: one cadd ms3 pump was returned for analysis in used condition. The stated problem of pixels was verified. Based on the evidence, the complaint was confirmed. The root cause could not be identified.

Event description:
One cadd ms3 pump reported to have two lines through the display screen low beeping noise that she had not heard before. Dose or amount 28.7 ng/kilogram/minute, frequency is continuous, subcutaneous. Dates of use (B)(6) 2018 to current. Infusion is life sustaining. No reported adverse effects.